Event description:
IV catheter device did not retract for staff when they used it-needlestick to left thumb. Device is a 20g 1-1 1/4" protect IV device by MFR. Lot # 37i12sb04. Company contacted to report incident.